Event description:
Pt coded with ventricular tachycardia, placed defibrillator, pacing pads on pt and connected to monophasic defibrillator, attempted to shock pt with defibrillator and pushed discharge button to shock pt, defibrillator did not discharge shock, changed defibrillator for another one. Diagnosis: ventricular tachycardia.